Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a battery depletion (bd) error and was beeping. The physician was not sure how to turn the beeper off. Technical services informed that the interrogation would have automatically reset the beeper. The patient will be scheduled for a device replacement. At this time, the device remains in service. No adverse patient effects were reported.